Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) results for four patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial result was 0.292 ng/ml and was reported outside the laboratory. The doctor questioned the result as the patient has had low levels of total psa ever since having his prostate removed. The sample was repeated with a result of < 0.006 ng/ml. The sample was also tested at another laboratory and the result was < 0.006 ng/ml. After calibration, the sample was repeated and the result was < 0.006 ng/ml. An hbt tube for the patient was also tested and the result was < 0.006 ng/ml. After replacing the reagent and calibration with a new lot of calibrator material, the sample was repeated with a result of < 0.006 ng/ml. The patient was not treated or adversely affected. The total psa reagent lot was 18561200 with an expiration date of 09/30/2016. The field service representative could not find a cause. He checked the mechanics, fluidics, and ran performance testing. He verified the operation and that all results were within specifications. The field application specialist noted the procell/cleancell onboard the analyzer had been in use for one month. She informed the customer the onboard stability was five days. She recommended the customer use the recommended sample tube rack adapters. The customer ran linearity material which was within limits, qc, and precision testing.

Manufacturer narrative:
Based on the provided data, a specific root cause could not be identified. It was noted there were some issues with the sample preparation conditions such as possible incorrect sample volume, too few inversions, and improper centrifugation conditions. These factors may have led to insufficient sample quality and micro-clots in the sample. A contamination issue such as in the reaction cup could not be excluded as a root cause.